Manufacturer narrative:
Exact date unknown, event occurred last fall of 2019.

Event description:
It was reported that the patients ipg was nonfunctional. It was also noted that the patient experienced intermittent pain in the neck, inadequate pain relief and difficulty sleeping for long periods of time. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will not be returned.